Manufacturer narrative:
Device passed the displacement, current test and self test. No audio or vibrate anomaly and no unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not give alarms. The customer's blood glucose level was unknown. The customer reported that he insulin pump did not alert her when she had a low reservoir, did not alert her when she had a low battery. The insulin pump will not be returned for analysis.